Manufacturer narrative:
Analysis found the unit with no button response due to corroded keypad traces. The pump was tested with a test keypad and no frozen display noted. There was no unexpected numbers ramping during testing. Analysis was unable to perform the normal operating currents and verify low battery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 127 mg/dl at the time of incident. The insulin pump will be returned for analysis.